Event description:
It was reported that there was folding problem inside the cartridge when inserting the intraolcular lens. It was stated that the lens was removed from the surgical area, and did have minimal patient contact with the conjunctiva. Upon preparation to insert the backup lens, the doctor increased the initial incision, as the doctor did not think it was large enough when inserting the replacement lens. No complications were reported.

Manufacturer narrative:
Incision enlargement. Intraocular lens. The intraocular lens was received for inspection. The cartridge was not returned. The lens folded properly with a test sample emerald cartridge. In addition the lens had one distorted haptic and appeared to have evidence of viscoelastic. Prior to release to market the intraocular lens met all manufacturing specifications. All pertinent information available to abbott medical optics has been submitted.